Event description:
Customer reported a cartridge change error with their pump that had been occurring for two weeks, causing their blood glucose level to display as "high." Specific value was unknown, but it was confirmed that the bg exceeded normal thresholds. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Technical support (cts) guided the customer through troubleshooting steps, including inspecting and cleaning the pump's o-ring and pneumatic tap area. After following on-screen instructions to reload the cartridge, the customer successfully completed the load process and resumed insulin delivery.